Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were used to treat the rca. Approximately 6 months post procedure patient suffered hematochezia. The patient was on dapt a t the time of the event and was treated with change in their medication. The investigator assessed the event as not related to the index device possible to the anti-platelet medication and the patient recovered.